Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2023. During the procedure, the stent was successfully deployed; however, during removal, the delivery system became stuck on the biopsy channel. The entire biopsy channel and the eus scope had to be removed. The stent remains implanted, and the procedure was completed. There were no patient complications as a result of this event. Note: it was reported that the axios stent was placed during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the stomach.

Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of delivery system difficult to remove.